Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 1 year, 1 month due to endocarditis; source "leg wound- staph." Based on the follow-up with the health-care provider, the explant was not related to any malfunction or deficiency of the valve. Per the op report, the patient suffered a leg injury while at work and developed staphylococcus infection. He subsequently was admitted to the hospital on (B)(6) 2012, in septic shock, requiring intubation and mechanical ventilation. The patient was found to have a (B)(6). He was treated with antibiotics and repeated transesophageal echocardiograms (tee's) showed evidence of vegetations on his aortic prosthesis with some evidence of increasing size of the vegetations over a period of time. He also developed cerebral emboli with transient right hemiparesis, which was largely cleared. He also developed a large cystic area on his spleen. Because of the enlarging size of his vegetations on his valve and the fact that his brain lesions appeared to be healing, it was felt that the patient should proceed with aortic valve replacement (avr). Upon visual inspection, there was severe vegetations both on the leaflets and beneath the leaflets. The largest area of infection appeared to be right between the left and right coronary cusps. The old valve was removed and the annulus was debrided as much as possible. A new edwards bioprosthesis was placed and seated quite nicely.

Manufacturer narrative:
(B)(4): vegetations. Device not returned. Unfortunately, the edwards device was not returned for analysis; therefore, the source of the reported infection could not be confirmed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Additionally, the op report documents that this patient developed a staph infection from a leg wound. No further actions are possible with the available information.